Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report. This event created a serious injury in the past and will be reported as a malfunction.

Event description:
It was reported by the hosp, that the tip of the thread broke off. Nothing was left in the pt and no consequences were reported.